Manufacturer narrative:
Continuation of d10: product ID: a820, lot#serial#: unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for intractable spasticity. It was reported that the patient called patient services "maybe 6 months ago" because their phone was getting stuck at 90% and they did not write down the steps for clearing data. Patient services assisted the patient with clearing data and the patient was then able to connect to the pump without any lag issue. The patient stated that the 90% lag issue was "annoying. The patient mentioned that their boluses were rare because of the pain they had and it peaked at times of the day. The patient would monitor the lag issue and call back if further assistance was needed.